Manufacturer narrative:
(B)(4). Date sent: 8/16/2023. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: when was the explant date? Additional information received: patient identifier: (B)(6), sex: female, age (at time of consent): 25 years, start date: on (B)(6) 2023, alert date: on (B)(6) 2023, country of event: us, model: lxmc14, device lot number: 27904, date of surgery: on (B)(6) 2023, adverse event term: dysphagia, site awareness date: 24 jul 2023, end date: blank, severity: moderate, linx explant: yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via clinical trial patient: (B)(6) experience, dysphagia. Relationship to study device: possible.

Manufacturer narrative:
(B)(4); date sent: 12/7/2023. Additional information received: outcome : unknown: recovered/resolved. Dilation performed: yes. Indicate type of dilation? Mechanical. Date of dilation: (B)(6) 2023. Drug therapy: yes. Linx explant: yes. Relationship to study device: possible. Relationship to primary study procedure: possible. Laparoscopic: yes. Were any concomitant procedures performed?: yes.

Manufacturer narrative:
(B)(4). Date sent: 8/25/2023. A manufacturing record evaluation was performed for the finished device lot number 27904, and no related nonconformances were identified. Additional information received: weight 148 lbs. Height 62inches. Pre-existing conditions: anxiety, depression, chronic heartburn, gi bleeds, ibs; migraine implanted (B)(6) 2023. Explant (B)(6) 2023 due to continued dysphagia. Lap hiatal hernia repair at time of explant, endoscopic fundoplication, egd with dilation. No replacement.

Manufacturer narrative:
(B)(4). Date sent: 9/21/2023. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable.